Event description:
Argon arterial tubing came separated at stop cock juncture. New tubing was able to be used. Before new tubing applied a four (4) inch diameter area of bright red blood was on sheets. Sutures were still intact securing line. Line inserted 5/5/97. Disconnection was discovered when oxygen saturation dropped and nurse was checking patient.